Manufacturer narrative:
(B)(4). No cause could be determined for the reported condition. A CAPA was opened to investigate acrylic particulate matter in the fluid path. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was observed to have particulate matter within the bladder. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured january 27, 2014 - january 29, 2014. Evaluation summary: the sample was received for evaluation. Visual inspection identified white particles floating in the solution of the bladder, confirming the reported condition. The particles were determined to be 0.15 - 0.20mm in size. Fourier transform infrared spectroscopy (ftir) spectrophotometer scanning identified the particles to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.